Event description:
The patient was initially treated for an abdominal aortic aneurysm with the implant of an alto abdominal stent graft system on (B)(6) 2024. Reportedly, the limbs were post-dilated with kissing balloon technique. The distributor reported on (B)(6) 2024, the patient presented emergently and the scan identified subacute ischemia of the right leg and an occlusion. The patient has been admitted due to this. Reportedly, there is a small angulation in the infrarenal aorta where the limbs are crushed, but this occlusion wasn't shown on the completion angiogram at the index procedure. On (B)(6) 2024, a fem-fem bypass was performed. The patient was stable after reintervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the right common iliac stent occlusion, ischemia and buckling are confirmed. The additional surgical procedure complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. The complaint is most likely anatomy related due to the combination of the small diameter and angulation at the superior stent margin of the iliac stents. The left common iliac artery maximum diameter measured at 36.5mm and should be 8-25mm. Procedure related harms could not be determined; however, there was an existing non-endologix stent in the left common iliac artery. It is unlikely this contributed to the reported event. The final patient status was reported as stable following a reintervention (reported femoral to femoral bypass). No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: d10/11: concomitant medical devices and therapy dates - updated. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.